Event description:
It was reported that the ilet displayed alert 38 indicating consecutive motor stalls that were not resolved after priming and rewinding; after a restart, the alert persisted, but a guided dry run completed without alerts and the user then reinstalled supplies and observed drops without further alerts while using a new inset 23 inch infusion set, with instruction to monitor blood glucose for 30 to 45 minutes and change supplies if glucose rose or alerts recurred. Symptoms included potential risk of hyperglycemia due to interrupted insulin delivery. Outcomes included user education and successful restoration of drops without immediate adverse clinical events. Investigation included remote troubleshooting and a functional dry run. Investigation of this case revealed no replication of the motor stall under dry run and post-reinstallation conditions. It was concluded that an intermittent insulin path occlusion or transient motor resistance was suspected, with device function acceptable after re-priming and supply reinstallation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.